Manufacturer narrative:
The instrument was returned and evaluated. No reason for return was provided. A complaint cannot be confirmed or denied. Engineering observed a broken cable. One grip close cable was found to be broken near the proximal pulleys and proximal clevis cable opening was found. The idler pulley spins freely and did not exhibit any damage. The cable segment sticks out at wrist. Proximal clevis cable opening exhibited wear on one edge. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
The mega suture cut needle driver instrument was returned without an initial complaint notification. As received, instrument shows a broken grip cable.